Manufacturer narrative:
Qn#: (B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The lid stock was also returned. The applier was not returned. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that it contained four intact clips remaining in it. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips in the cartridge. The IFU for this product, (B)(6), was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned clips. The reported complaint of "broken parts - clip - info not provided" was not confirmed based upon the sample received. One cartridge was returned with four intact clips remaining in it. Upon functional inspection, the clips were able to properly load into the jaws of the lab inventory applier and were successfully applied onto over-stressed surgical tubing. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.

Event description:
It was reported that the hol clip broke at time of loading onto applier, prior to use on patient.

Manufacturer narrative:
(B)(4). The device history review for hemolok ml clips 6/cart 84/box, lot #73d1900401 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hol clip broke at time of loading onto applier, prior to use on patient.